Manufacturer narrative:
The lens remains implanted in the pt's eye. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported event. Based on the current info, the specific root cause of the event could not be determined.

Event description:
It was reported that asymmetrical lens vaulting was noted approximately four months post implantation in the pt's right eye. Yag was performed to address this issue. Pt's bcva prior to the intervention was 20/25 and the most current bcva is 20/20 for the pt's right eye. According to the surgeon, pt will tolerate monovision correction. Ref MDR #2031924-2013-00052 for the intraocular lens implanted in the pt's left eye.